Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure removed from the abdomen") and abdominal pain ("abdominal pain") in a 33-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included postpartum haemorrhage, d & c and wisdom teeth removal. Concurrent conditions included anxiety. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)/abnormal vaginal bleeding"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2011, 7 days after insertion of essure, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), back pain ("lower back pain"), migraine ("migraine headaches") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes) with removal of essure device bilaterally). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, abdominal pain, dysmenorrhoea, dyspareunia, back pain, migraine, menorrhagia and fatigue outcome was unknown, the vaginal haemorrhage, female sexual dysfunction, nausea and pelvic pain had resolved and the alopecia was resolving. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately 3 coils were left showing at the proximal edge of the tubal ostia into the intrauterine cavity. The right tubal ostia, approximately 4-1/2 coil extending into the intrauterine cavity. Essure replacement on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: coils to be located appropriately. X-ray - on (B)(6) 2011: coils to be located appropriately. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain, device dislocation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure removed from the abdomen") and abdominal pain ("abdominal pain") in a 33-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included postpartum haemorrhage, d & c and wisdom teeth removal. Concurrent conditions included anxiety. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)/abnormal vaginal bleeding"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 7 days after insertion of essure, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), back pain ("lower back pain"), migraine ("migraine headaches") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes) with removal of essure device bilaterally) and surgery (salpingectomy(bilateral removal of fallopian tubes) with removal of essure device bilaterally). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, abdominal pain, dysmenorrhoea, dyspareunia, back pain, migraine, menorrhagia and fatigue outcome was unknown, the vaginal haemorrhage, female sexual dysfunction, nausea and pelvic pain had resolved and the alopecia was resolving. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately 3 coils were left showing at the proximal edge of the tubal ostia into the intrauterine cavity. The right tubal ostia, approximately 4-1/2 coil extending into the intrauterine cavity. Essure replacement on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: coils to be located appropriately x-ray - on (B)(6) 2011: coils to be located appropriately. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), nausea, pelvic pain, fatigue, did not underwent essure confirmation test, essure removed from the abdomen. Outcome of following events were updated from unknown to recovered/resolved: pelvic pain, vaginal bleeding, apareunia, nausea and hair loss to recovering/resolving. Concomitant drug, concomitant diseases and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), back pain ("lower back pain"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (device removal procedure). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, back pain, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, migraine and vaginal haemorrhage to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.